Event description:
It was reported the patient is deceased and died approximately two weeks post implant of the implantable cardioverter defibrillator (ICD) system. It was further reported there was right ventricular undersensing and a possible right atrial lead dislodgement. The patient was noted to have been found by family as they arrived to take the patient to follow up office visit and that the patient had received therapy two days prior to death. The cause and additional circumstances of the patient death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medcal products: product ID 429688, implantable pacing lead, implanted: 2014-(B)(6); 6947m55 implantable tachy lead, implanted: 2014-(B)(6). (B)(4).